Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient was admitted for continued gastrointestinal (gi) bleeding and black stools. No additional information available.

Manufacturer narrative:
It was reported from the clinical study site that the patient was recently discharge from hospital post gi bleed. Now presents to emergency department (ed) complaining of weakness, not feeling well, and reports having black stools for 3-4 days. He was last transfused on his last admission. He was given one dose of octreotide as recommended by gastrointestinal (gi) team on last admission. Vital signs: temperature 36.8 c, heart rate 60 bpm, respiration rate 15 br/min, blood pressure 72/51 mmhg. Left ventricular assist device (lvad) parameters: flow 3.5, rpm 2400, power 2.6. Labs: inr 2.99, pt 34.1, aptt 17.7, platelets 221, rbc 2.69, hemoglobin 7.0, hematocrit 23.0 2 units of packed red blood cells (prbc) were transfused increasing hemoglobin to 9.1 and stop in the melena, coumadin and aspirin (asa) on hold until international normalized ratio (inr) returns to therapeutic levels, as well as patient to be admitted to intensive care unit (ICU). On the (B)(6) 2017, an esophagogastroduodenoscopy (egd) was performed with the following findings: actively oozing dieulafoy lesion at the greater curvature of the stomach s/p hemoclip placement, hemostasis achieved. Erythema around the dieulafoy lesion without active bleed. Hiatal hernia without cameron's lesion. Otherwise normal egd. Anticoagulation with coumadin and asa was slowly reinstated to weight the risk of pump thrombosis versus gi bleeding. No additional information available. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.